Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, when the procedure just started, upon first activation of the device l-hook, the valley lab ft10 confirmed seal. The surgeon cut the sealed tissue, then noticed that the seal has not been holding and the patient had bleed. The surgeon needed to re-seal the same area several more times to seal the bleed. The vessel was not a major vessel. It was small. The ligasure was then wiped down (the doctor confirmed there was not much eschar on the jaws but decided to wipe them anyway), proceeded to continue with the surgery and the l-hook performed as normal. There was end tone and activation tone heard. There was no regrasp alert. No further issues. No further bleeding noted. Setting of generator was coag 40. Thickness of the tissue bundle when problem occurred was within indication of device under 7mm thickness. There was bleeding of approximately 50ml. There was no good seal completed before the problem occurred. The problem occurred on the very first attempt at seal. Once it sealed after several attempts, and the jaws cleaned, then the ligasure performed as expected. Issue was isolated with the ligasure and not with associated unit because the ft10 generator made all the usual tones, and has been used many times since without any issues. There was no patient injury.